Event description:
Clinician was making adjustments with an 840 ventilator when all of a sudden the vent turned off then back on with a yellow screen saying device alert. Patient was being given breaths with the malfunctioned ventilator. Vital signs were stable. Clinician grabbed another ventilator and left all the tubing in place and took it down to be evaluated by our equipment manager.